Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 226 mg/dl. The troubleshooting was performed. The customer was advised that will ship a replacement of battery cap. The customer was advised and reviewed recommended battery type. The patient was advised to revert to back up plan per health care provider instruction until the replacement battery cap arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.